Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An operating room coord reported that during a procedure the vitreous cutting probe did not work. The surgeon had noted that the probe was not actuating. It was not making cutting motion. There was no mention of aspiration issue. Tech services were called to troubleshoot the problem. The system was reset and surgery was completed with no harm to the pt.